Event description:
A report was received through the foreign sales representative. After the first suction procedure, the catheter sleeve blew up (air inflated the sleeve) in such a way that the nurse thought he had placed the catheter behind the peep (positive end expiratory pressure) seal. Using the same device, another suction attempt was made with a colleague as a witness. The same type of sleeve issue occurred. A second device was used and there were no sleeve issues. The user facility stated that there was no medical intervention nor injury to the patient. Kimberly-clark or ballard medical has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
There were four devices returned. One device had been used, but arrived in the original, opened package. Three devices had not been used and were in there unopened, original package with no visible nonconformances. All the returned devices were identified as the correct catalog number and lot number stated within this medical device report. As an initial observation, the used device package had a 3.0 y adapter connected to the seal cartridge and a monday sticker on the valve. No dust cover was present. There was no visible sleeve damage seen. The catheter tip placement was below the allowed tolerance level as stated in the directions for use. The remainder of the product was intact with no other visible nonconformances. All four devices (1 used; 3 unused) were forwarded to our investigation center for thorough evaluation. Based on the analysis of the four (4) returned samples, we have determined that a "potential cause" is the final position of the catheter tip in the sleeving process during manufacturing. Specifically, the end position (final placement) of the catheter tip is at or below the allowed tolerance which could cause this event to occur (retraction past the peep seal resulting in sleeve inflation). The manufacture site is internally investigating for a root cause.